Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2002-08-27. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture of the pace/sense portion. The rv lead pace/sense impedance was greater than 3000 ohms and there was oversensing noise on the pace/sense electrogram. Also, the right atrial (ra) lead was damaged in the explant of the rv lead. The rv and ra leads were both explanted and replaced. No patient complications have been reported as a result of this event.